Event description:
Customer reported no display in monitor and sound is coming from xray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-greased the high voltage (candlestick) connectors. System operates as intended.